Event description:
It was reported that in the first week of november the pt hit his head against the corner of a table. The pt felt pain and since that date he has had a decreased in performance. The pt has instability. The mother reported several falls in the pt's daily life while the pt walks and cycles. The pt will be re-implanted but a date has not yet been set.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.